Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump demonstrated over infusion. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 06-oct-2022 via email and attached to complaint object: date of the event: 5/10/2022. The event did not occur during the patient use and did not result in patient harm. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Trimmed the expulsor to meet manufacturing specifications for accuracy. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: b3: correction: event date: 10-may-2022. D4: correction: model number: 2120.